Event description:
A hospital in another country, reported that an mr290 autofeed humidification chamber was leaking due to a crack near the base rim. No pt consequences was reported.

Manufacturer narrative:
The returned device was visually inspected for cracks. Results: a crack was observed running horizontally along the chamber wall, near where the rim meets the aluminum base. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. It is likely that a small crack occurred during production which was exacerbated and led to a leak when the chamber was under pressure. Our monitoring and trending of cracks of this nature in mr290 chambers worldwide for the last year has a rate of occurrence of 0.0001%.